Event description:
During the dialysis treatment, the dialysis machine seems to have removed excessive fluid from the pt in the amount of 2.6 kg in a three-hour treatment. Pt was treated in center and released.